Event description:
Boston scientific crm received information that this device was emitting tones.

Manufacturer narrative:
A remote interrogation was performed and identified that the device had declared elective replacement indicators due to long charge times during middle of life. No adverse patient effects were reported. The device remains in service.